Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "thermal incident of burnt pump" which was confirmed through visual inspection of the pump. Evaluation observed burn damage to the pump rear case and around the contact pins area, and on the processor board inside. The reported condition was verified. It was determined that fluid had penetrated the wireless battery module caseworks, touching the printed circuit board and causing a short circuit leading to an over temperature event and causing the damage observed on the pump. The rear case and processor board were replaced to correct this condition. The spectrum v8 infusion system operator's manual advises against exposing the battery module to moisture. Cleaning information states: do not spray solutions directly on the battery module or the exposed battery terminals. Dry battery module thoroughly before replacing into the pump. The manual also states that the v8 spectrum system (including pump, wbm, and ac power adapter) hold no protection against liquids and spillage. Should additional relevant information become available, a supplemental report will be submitted. Reference manufacturer report number 1314492-2021-02944 for the wireless battery module involved with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a thermal incident where the battery melted during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.